Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported; while trying to be advanced, the single use aspiration needle punctured the sheath. The issue occurred during a diagnostic endobronchial ultrasound (ebus) and transbronchial needle aspiration (tbna) procedure and completed with a similar device. There were no reports of patient harm.